Manufacturer narrative:
Although it was not reported to the manufacturing site originally, we received additional information from the event reporter that a company representative was present at the revision on (B)(6) 2010.

Event description:
Revision surgery was performed due to impingement on (B)(6) 2011.